Event description:
Complainant alleged that during biomed testing, the device displayed an "error ffff" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during initial testing; however, after disassembling the device to determine root cause, the report was no longer seen. The analog board will be replaced to reduce the probability of recurrence. The device will be recertified and returned to the customer. No emerging trend based on similar reports